Event description:
It was reported that a patient was revised for unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-01234, 0001825034-2022-01235. Concomitant medical products: medical product: unknown articular surface, unknown femoral. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.